Manufacturer narrative:
A partial lead with the connector pin was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed via a stored electrogram. The lead was subsequently explanted and replaced. The patient condition was good before and after the event.